Event description:
During standard follow-up performed on (B)(6) 2015, an abnormal end of session reportedly occurred during threshold test. The programmer was rebooted and the follow-up could be performed without further issue.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During standard follow-up performed on (B)(6) 2015, an abnormal end of session reportedly occurred during threshold test. The programmer was rebooted and the follow-up could be performed without further issue.